Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) started to erode through the patients skin, with the patient skins presenting irritation. Further examination was scheduled but at this time no decision has been made regarding the next plan of action. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.